Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not retuned for analysis; however, log files were submitted for review spanning approximately 6 days (22aug2021 ¿ 28aug per timestamp). On (B)(6) 2021 at 23:40:11 - 23:40:27, (B)(6) 2021 at 01:47:15 - 01:47:29, (B)(6) 2021 at 04:36:28 - 04:36:32, and 04:36:46 there were atypical losses of ac power while connected to the mpu that caused atypical low voltage and no external power alarms. The backup battery was activated during these events as well. These alarms cleared when ac power was restored. On (B)(6) 2021 at 22:40:37 - 22:40:40 there was an atypical low voltage alarm due to a loss of ac power. This alarm cleared before a no external power alarm could activate; however, the backup battery was activated during this period. This alarm cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 15oct2021 indicated that the mobile power unit (mpu) had a v-lock connector, that it is not known if the power cord came loose at the wall/ outlet, and that it is not known if there were any environmental circumstances that may have affected ac power. The root cause of the reported event was unable to be determined in this analysis. Multiple attempts were made to obtain additional information regarding the patient's weight from the customer; however no response was received. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially shipped outbound on 02jan2019. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that mobile power unit (mpu) had a v-lock connector on the ac power cord. It was not known if the power cord came loose from the wall/outlet and there were no environmental circumstances that would have caused the no external power events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several intermittent no external power alarms from (B)(6) 2021 to (B)(6) 2021. Log file analysis captured no external power events on (B)(6) 2021 and (B)(6) 2021 due to the power to the mobile power unit being briefly interrupted.